Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the end of an endoscopic vein harvesting procedure using the vasoview hemopro, the vein was freed up and the pa was getting ready to do a stab incision in the upper thigh to retrieve the vein. The endoscopic procedure using co2 insufflation connected to the blunt tipped trocar had been done. The co2 parameters were within the recommended settings. Flow at 5 liters per minute. Pressure at 12 mm hg. The balloon on the trocar was never inflated during the procedure. The surgeon was still taking down the internal mammary artery. At this point it was noted that the patient's blood pressure significantly dropped, followed by the heart rate slowing. The decision was made to cannulate the patient and put the patient on the cardiopulmonary by-pass machine. The patient was then stabilized. It was assumed that a co2 air embolism originating from the vein harvest had caused the incident. Procedure was completed without further incident. Patient is recovering as expected without any noted deficiencies.

Manufacturer narrative:
(B)(4). A lot history record review was completed for serial numbers (B)(4) the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during the end of an endoscopic vein harvesting procedure using the vasoview hemopro, the vein was freed up and the pa was getting ready to do a stab incision in the upper thigh to retrieve the vein. The endoscopic procedure using co2 insufflation connected to the blunt tipped trocar had been done. The co2 parameters were within the recommended settings. Flow at 5 liters per minute. Pressure at 12 mm hg. The balloon on the trocar was never inflated during the procedure. The surgeon was still taking down the internal mammary artery. At this point it was noted that the patient's blood pressure significantly dropped, followed by the heart rate slowing. The decision was made to cannulate the patient and put the patient on the cardiopulmonary by-pass machine. The patient was then stabilized. It was assumed that a co2 air embolism originating from the vein harvest had caused the incident. Procedure was completed without further incident. Patient is recovering as expected without any noted deficiencies.